Event description:
The customer was hospitalized for dka. Th customer did not change the set or treat bgs. Troubleshooting was performed. Suggested the customer take manual injections per md protocol. It was informed that the customer disconnected from the pump.